Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During set up for a cardiopulmonary bypass procedure, the pressure sensor module was not recognized on the monitor. There was no adverse consequence to the pt as a result of this event.